Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak during fill 2 of 6 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the next day and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: b5

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak during fill 2 of 6 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the next day and follow up with their peritoneal dialysis nurse (pdrn). It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient contact discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient contact reported receiving an air detected in cassette alarm prior to the leak during fill 2 of 6 of treatment. Fluid was discovered in the pump module area and on the external of the cassette. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler until the next day and follow up with their peritoneal dialysis nurse (pdrn). A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.